Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated a ¿circuit disconnected¿ alarm message. The top information bar on the screen disappeared. The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the device, and confirmed the alert message. The cse isolated the "patient disconnected" alarm to a leak in the patient tubing. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.